Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported resistance was noted during removal of the protective sheath from the 4.5 x 12 mm nc trek balloon. Due to the resistance, an attempt was made to inflate the balloon during preparation to verify there was no damage. However, the balloon would not inflate and appeared to have a leak. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.